Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the internet connectivity was down. A technical support specialist updated the customer that customer support center (csc) was not permitted to perform these changes as they involve medication risk. Customer requested to check the list of roles that can perform this action. Checked on the server and confirmed that only director of pharmacy (dop) and pharmacists have access to perform critical override (co). Customer acknowledged and requested to close the ticket. The system functioned as intended after the technical support specialist investigated and customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the internet connectivity went down and unable to get the medications. The customer tried to turn on the critical override mode, but still issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.